Event description:
It was reported that a cannula missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d4 lot no - additional information d4 expiration date - additional information d4 primary UDI number - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information h6 codes: type of investigation - additional information h10 corrected data

Event description:
Subsequent to the initial MDR, additional information is available and correction made.